Event description:
It was reported that this iab was being used with another manufacturer's pump when a helium leak occurred. The md checked all connections and found no irregularities. As a result of the alarm, the catheter was removed. There were no associated pt complications.